Manufacturer narrative:
The device has been returned, however, the investigation is not yet complete.

Event description:
The event occurred on an unspecified date, and involved a primary plumset that had a leak of perjeta. The device was infusing perjeta 420mg in 250ml normal saline when blood was found to be backing up into the primary tubing set, and that a leak of perjeta was noted from middle of the tubing of the pre-primed primary line. A hole in the tubing was noted that was allowing fluid to escape. There was an estimated 5 ¿ 10ml blood loss from the bleed back up into the tubing. The entire dose was replaced. There was patient involvement, and no adverse event was reported.

Manufacturer narrative:
H10: one used list# 146870489, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, lot# unknown was received for evaluation. The complaint of leakage on the 146870489 primary plum set can be confirmed. The set was leak tested per specifications. There was a leak observed from a tear found in the middle of the tubing between the y-clave and the cassette. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The probable cause of the observed leakage is due to the tear in the tubing and the cause of the damage is unknown, however, it would have occurred outside of ICU medical possession. A device history record (DHR) review could not be conducted because no lot number was identified.